Event description:
New information reported stated that during the follow-up at the hospital the device could not be reprogrammed when it was in backup vvi operation. The patient was in stable condition post surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced due to inconsistent sensing and capture. It was suspected that the device had premature battery depletion. No additional information was reported.

Manufacturer narrative:
Final analysis found the device could not be interrogated by programmers due to low battery voltage. No data could be retrieved from device image. After connecting the device to a new battery to restore its operation, interrogated results showed condition of high current drain occurred. A leaky capacitor and this caused the device to draw more current than expected, resulting in premature battery depletion. After replacing capacitor c12, the pacer exhibited normal device characteristics.